Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire became stuck and could not be pulled out of the lead. The lead was removed and a new lead was implanted. The physician stated that the guidewire tip was bent from all the manipulation and when it was pulled back, it may have knotted on itself. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient is enrolled in the product surveillance registry.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis revealed that the stylet/guidewire was broken and damaged. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant.